Event description:
The patient contacted animas on (B)(6) 2014 reporting that they have a blood glucose (bg) of 556mg/dl with a bg of 336mg/dl at lunch time. The patient stated that they are following their healthcare professional for procedures for bg level. The patient stated they did not use manual injections. The patient is using new insulin and cartridge since (B)(6) 2014. The patient confirmed that the site is not leaking or sore. The luer lock is tight on cartridge. The time is set correct and active basal program is in use. The alarm history shows no relevant entries. The pump was not reviewed at the time of the contact. This report is being made due to hyperglycemic event the patient experienced while on insulin therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/27/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the black box starts on (B)(6) 2016. Due to continuous use of the pump the black box data/histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.